Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and she couldn't hold her urine and the first time her symptoms came back was in the middle of the night where she had the urge to go and leaked a little bit. The patient reported wanting help turning up stimulation. The patient reported that she did not feel stimulation and the therapy was on. Once the amplitude was increased from 0.4 to 0.6v, it was noted that the patient was able to feel stimulation comfortably in the bike seat region. The patient reported that they were going to decrease stimulation until they saw their healthcare provider (hcp). The patient reported that they had more problems at night time and that's when she would turn her stimulation back up. The patient reported having an appointment with their hcp on (B)(6) 2016. The patient reported that this was a sudden change in therapy and it started "probably (B)(6) 2016" additional information was received from the patient and it was reported that the circumstance that led to return of symptoms was that the patient was having a small amount of leakage in the morning when getting up to go to the bathroom. The patient also reported that she was told she could increase stimulation. The patient turned it up from "4 to 5" and it was too much so she turned it back down to 4. The patient also reported that she was told to stop drinking liquids after 8 pm and it helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.